Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that twenty two days post catheter placement procedure, the catheter allegedly bulged with flushing. The procedure was completed by placing repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2022), g3. H11: d4(medical device lot number), g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty two days post catheter placement procedure, the catheter allegedly bulged with flushing. The procedure was completed by placing repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l repair catheter was returned for evaluation and two electronic photos were provided for review. The investigation is confirmed for the reported material protrusion and stretched issues as during functional evaluation, ballooning was noted on the device just distal to the clamping sleeve upon infusion by closing the distal end of the device. Further the provided photos also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2022), h11: e1, h6 (result, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that twenty two days post catheter placement procedure, the catheter allegedly bulged with flushing. The procedure was completed by placing repair kit. There was no reported patient injury.